Event description:
The hosp reported that during a coronary artery bypass procedure, the om-10000 arm would not tighten or stay tight. A new kit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is rec'd and the investigation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance which could have contributed to this failure mode. Internal file number -(B)(4).